Manufacturer narrative:
Updated: describe event or problem, relevant tests/lab data. (B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient presented due to non st elevation myocardial infarction (nstemi) and was hospitalized on the same day. The following day the patient underwent cardiac catheterization which showed an area of 70% in-stent restenosis of a previously placed study stent located in the 1st obtuse marginal (om). It was treated with balloon angioplasty with 0% residual stenosis. The event was considered resolved and the patient was discharged on aspirin and prasugrel one day post procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that myocardial infarction, stent thrombosis and in-stent restenosis occurred. In (B)(6) 2013, the patient presented due to stable angina and underwent cardiac catheterization which showed an area of 99% in-stent restenosis of a previously placed unspecified stent in the 1st obtuse marginal (om) branch and was 20 mm long with a reference vessel diameter of 2.75 mm. It was treated with pre-dilatation and placement of a 2.25 mm x 24 mm pe plus stent. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented due to stent thrombosis and ECG revealed myocardial infarction (mi) and was hospitalized on the same day. Two days after admission, coronary angiography revealed an area of 99% in-stent restenosis of the previously placed study stent located in the 1st om branch and was treated with pre-dilatation and placement of a 2.5 mm x 12 mm non bsc drug eluting stent. Following post dilatation, residual stenosis was 0%. The following day, the event was considered resolved and the patient was discharged on aspirin and prasugrel.